Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following additional information was received. This was reported as a bilateral arteriotomy closure of the common femoral artery with a prostyle device using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm procedure. Reportedly, the footplate did not retract and caused damage to the artery. A second prostyle was attempted, however, it was unable to achieve hemostasis due to the vessel damage from the first device. A cut-down was performed to regain control of the artery and to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
This was reported as a closure of an unspecified vessel using a prostyle device. Reportedly, the footplate did not retract properly. A cut down was performed. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
B3: date of event estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.